Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the switch did not work due to the stuck of a screw at the switch. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection at the local office of olympus (B)(4), it was found the switch on the front panel of the subject device was broken. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported switch malfunction could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that this phenomenon was attributed to the accidental failure of screw socket at the switch, which might be caused by the aging deterioration due to repeatedly use for a long-term because more than six years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.